Manufacturer narrative:
Additional information has been requested; however, not made available as of the date of this report. Should additional information become available, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. The patient was reimplanted with another cochlear device during the same surgery.